Event description:
The customer's blood was tested on the contour next ez and the contour. The readings were 62 and 29mg/dl, respectively. The customer had symptoms of hypoglycemia: shaking and light-headedness. He drank orange juice. He ran a second comparison between the two meters. The contour next ez read 139mg/dl and the contour read 299mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.